Event description:
It was reported that the buttons on the insulin pump were sticking and that there was a crack around the reservoir compartment. The blood glucose reading was 7.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, a missing end cap sticker, a cracked belt clip slot and cracked battery tube threads.